Event description:
A hospira symbiq pump was set-up on a critically ill patient and versed drip started and running for a few minutes when the hospira pump in use alarmed with one long continuous beep. The pump's screen display indicated "software error 5137." The pump was immediately removed from service and a new symbiq pump was set up and used to infuse the medications to the patient. There was no adverse effect to the patient. The hospira symbiq pumps are leased from a rental company and so the pump was returned to the rental company for testing/repair. Rental company inspection indicated that the pump passed all testing. No explanation given for error code.